Event description:
The customer contact reported a separation. The tubing set was used to deliver an unspecified antibiotic. The customer contact indicated that after the antibiotic delivery was complete, the tubing set was to be flushed with an unspecified solution. It was reported that during flushing, the tubing separated from the clave port of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.